Event description:
The handpiece was used for approximately 20 seconds while splitting tooth #38 (fdi classification). During this brief period of use, the outside of the handpiece became so hot that it caused a burn to the patient's lower lip. No medical treatment was necessary due to the burn. It healed completely.

Manufacturer narrative:
The product intramatic hand piece 1:1 10es is not sold in the us, but similar handpieces out of the intramatic handpiece collection. Therefore the event gets reported under the 510(k) number of the intramatic product group. The intention is to get the product in our repair department for analysis, but it did not arrive, yet. A follow-up will be supplied once the analysis is ready.